Event description:
During the implantation procedure, the device could not convert the patient out of vf. It was reported that the first induction took about 3 attempts and once induced, the three shocks were delivered but were unsuccessful. An external rescue was delivered to convert. This device was not implanted.

Event description:
During the implantation procedure, the device could not convert the patient out of vf. It was reported that the first induction took about 3 attempts and once induced, the three shocks were delivered but were unsuccessful. An external rescue was delivered to convert. This device was not implanted.

Manufacturer narrative:
(B)(4), 2012.a response from the manfacturer is pending. Device was not returned.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. Since the device was not returned, the files from the programmer were reviewed. The files showed that the device operated as specified. The device was not implanted because it was not able to convert induced tachy-arrhythmias, considering this specific patient's condition, cardiac physiology and the defibrillation system configuration. Another device with higher energy was implanted so that the safety margin could be reached. (B)(4).